Event description:
It was reported that the facility left the 39 degreea simulator key in the pt input cable. The facility thought that they had connected the pt's temp probe to the cable. The facility discovered the error that the sim key was in the temp cable approximately 4 hours into the case. They realized it and removed the sim key. The therapy was continued without further incident. There was no impact to pt.

Manufacturer narrative:
The device was not returned. A mfg review was conducted and there was nothing found to indicate there was a mfg related cause for this event. Based on the investigation performed it was determined that the 39c temperature simulator key being installed on the device, rather than a temperature probe, was confirmed by the downloaded case data. This caused the device to read the pt temperature as 39c and the device to react accordingly. The device continued to attempt to bring the pt to target temperature. After four hours of therapy, the staff noticed that the pt temperature had no changed. The root cause was due to the fact that the staff failed to note the presence of the temperature simulator key until four hours into therapy. (B)(4).